Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, a cystocele, and an enterocele. The outcomes attributed to the device were pain, infection, recurrence, and urinary problems. It was reported that the patient underwent revision of midurethral mesh on (B)(6) 2010, due to vaginal band and scarred anterior vaginal wall. It was further reported that the patient had urethrolysis on (B)(6) 2012 due to obstructive voiding with incomplete emptying. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced recurrent urinary tract infection and overactive bladder.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dysuria, nocturia, and urgency.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency.